Event description:
During the patient's code blue examination, the system encountered a situation where the hand switch was stuck, making it difficult to expose with the portable.

Manufacturer narrative:
During the patient's code blue examination, the system's hand switch malfunctioned due to a software issue. The software was updated to mitigate the problem. No impact on patient or operator safety and the system will be monitored for any further events.